Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the pt underwent a procedure using three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The procedure ended without endoleak. On (B)(6) 2012, follow-up computer tomography angiography revealed that the distal neck of the pxc141400 on the left side had migrated towards the aneurysm 1 cm, reportedly resulting in a distal type I endoleak. It was reported that when the physician initially implanted the devices, a stiff guidewire was used to straighten the anatomy. After the wire was removed, the contralateral leg was reportedly pulled by stress and moved towards the aneurysm sac. No aneurysm enlargement was identified. On (B)(6) 2012, the physician implanted an additional contralateral leg component to extended the left side. The endoleak resolved, and the pt tolerated the procedure.